Event description:
Report received of an independent rate change. The device was returned to the clinical engineering department with an unsigned note that stated, "alarms turn to run." No tracking info was provided; therefore, specific pt info, pump programming or other event details were not available. During testing by the user facility, channel a was powered on and within 3-4 seconds visually and audibly alarmed, turn to run. The biomedical engineer proceeded with testing and programmed channel a to deliver at a rate of 50ml/hr. After the control knob was turned to the vtbi (volume to be infused) position, the display indicated a vtbi of 50ml. The biomedical engineer then programmed the vtbi to 250ml and turned the control knob back to the set rate position. It was then noted that channel a displayed a rate of 250ml/hr instead of the previously programmed 50ml/hr. There were no reports of any adverse pt events while the device was in clinical use.